Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory telepacks, the central station locked up. No pt injury was reported.

Manufacturer narrative:
The company field svc rep confirmed that the system was locked up, and replaced the central station. After the new central was installed, the system was tested to specifications. It functioned normally and was returned to use. The original central was returned to the factory for eval. The reported problem could not be duplicated; however, the error logs indicated that the system had identified a duplicate ip address on the date of the lock up. There is no indication as to why this error would have occurred, since no new equipment was added on or near that date. The field service rep confirmed that he selected a unique ip address for the replacement central station on the date of the repair. No further problems have been reported.